Event description:
It was reported that the during preparation of the 3.5 x 15 mm multi-link 8 (ml8) stent, the device was removed from the hoop, then bundled and submerged in normal saline. During which, the proximal shaft became separated near the hub. The device was not used on the patient. There was no patient involvement or clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.